Manufacturer narrative:
The investigation concluded that fracture was related to the design of the hex and boss connection and to the design of the screw access hole which led to recall.

Event description:
Abutment fractured when dr. Was torquing screw.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
Abutment fractured when dr. Was torquing screw. No patient injury reported.